Manufacturer narrative:
On (B)(6)-2021, the patient had a new sample collected and the patient's total bilirubin result was 14.43 mg/dl. On (B)(6) 2021, the customer performed repeat testing with the initial sample due to discrepant total bilirubin results and the patient's repeat result was 9.84 mg/dl with a data flag. On (B)(6)-2021, the customer performed repeat testing with the new sample and the total bilirubin result was 13.03 mg/dl with a data flag. The total bilirubin reagent lot number was 471998 with an expiration date of 31-oct-2021. The customer's provided calibration and qc data were ok. The investigation reviewed the customer's alarm trace and noticed multiple "abnormal probe sucking" errors which indicated poor sample quality. After service, the customer did not report any further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced various parts and performed system adjustments. He performed an instrument check, precision testing, and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3 results for one patient tested on a cobas 6000 c (501) module. The customer confirmed qc was acceptable prior to the event. On (B)(6) 2021, the patient's initial total bilirubin result was 27.78 mg/dl. This result was reported outside the laboratory. On (B)(6) 2021, the patient had a new sample collected and the patient's total bilirubin result was 14.4 mg/dl. On (B)(6) 2021, the customer performed repeat testing with the initial sample due to discrepant total bilirubin results and the patient's repeat result was 9.84 mg/dl. The customer determined the total bilirubin result of 14.4 mg/dl was correct. The total bilirubin reagent lot number and expiration date were requested but not provided.